Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that during the implant attempt the atrial lead was difficult to position and it was not implanted. No patient complications have been reported as a result of this event.